Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she had a replacement sensor sent to her and it is about 60 points off. Customer stated that it kept going off saying that her sensor glucose was low in the 50's but her blood glucose level was actually 130 mg/dl. Customer turned the sensor off for the remainder of the night. Customer did reconnect the old sensor. Customer's sensor glucose value was 208 mg/dl and her blood glucose was 140 mg/dl. Customer received a new transmitter and performed troubleshooting for the difference in readings. Customer reported that she noticed her sensor glucose value was initially lower than her blood glucose level. Customer reconnected the old sensor and only had one calibration. Customer was advised that this may result in a greater sensor glucose value. Customer will monitor the issue and replace the sensor if it remains inaccurate.